Event description:
Healthcare professional reported a right side capsular contracture baker grade iii. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, deformation and bubbles in gel was observed after the autoclave cycle: bubbles in gel. A weight test of the explanted material was verified and it was within specification. Observed an air void between the shell and patch (vp to 1mm of the patch). It is out of specification per qa 199.04 and it is assessed as workmanship. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii. Device was explanted.

Manufacturer narrative:
Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices with work order (B)(4) were released in accordance with allergan medical¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, it was observed a void between shell and patch (vp) which is out of specification per qa 199.04. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with air void in patch for gel breast implants will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii. Device was explanted.